Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra mini meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at an unspecified time in the afternoon. The patient reportedly manages her diabetes with 26-30 units of lantus insulin in the mornings and did not make any adjustments to her insulin due to the alleged issue. The patient claimed that a few hours after attempting to test with the subject device, she became ¿dizzy and was shaking.¿ she self-treated at approximately 3pm that same day with food and/or drink. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter did not power on with the power button, or with the test strips. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.